Manufacturer narrative:
(B)(4).

Event description:
On 16oct2020, an eye care provider (ecp) reported a patient (pt) was diagnosed with os bacterial keratitis on (B)(6) 2020 while wearing an acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology brand contact lens. The pt was prescribed tobramycin and dexamethasone ophthalmic suspension 1 drop tid for 3 days, then bid for 5 days. The ecp instructed to pt to discontinue lenses until os was healed. The pt has not returned to the ecp since (B)(6) 2020. No further information was provided. On 16oct2020, the pt was contacted but did not provide any further information regarding the event. No additional medical information is expected to be received. The suspect os contact lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00tbll was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.